Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall, which resulted in a failure to infuse insulin until the user restarted the device and performed a supply change; insulin delivery then resumed and blood glucose was not impacted. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information the user provided. Investigation of this case revealed a communications-related problem was identified and the issue was associated with the motor component, consistent with a failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.